Event description:
Paramedics responded to a person who was reported to have fainted and collapsed. The device was connected to the pt with ECG leads and the cardiac monitor displayed what the reporter stated to be asystole. The reporter stated that before acls protocol for asystole was initiated, a perfusing carotid pulse was found. The pt regained consciousness and was transported to the hospital.